Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. As a result of case log review, we determined that screws weremisplaced due to a pre-operative merge shift combined with a high likelihood of skiving due to excessive deflection force detected on the end effector. The observed rate of occurrence of screw misplacement is within the expected risk level for these causes. Proper technique is to verify the preoperative merge before proceeding with navigation. Anatomical landmark checks must bemade with each new instrument or level to ensure navigational integrity before proceeding with navigation. The overall observed risk level would equate low risk level. The cause of thereported issue was traced to user technique.